Event description:
This ra lead was implanted on (B)(6) 2006 and capped on (B)(6) 2012 for an unknown reason. The procedure took place at anmed health with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).